Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an eendoscopic submucosal dissection (esd) procedure for gastroscopic dissection of gastric mucosa performed on (B)(6) 2025. During the procedure, the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an eendoscopic submucosal dissection (esd) procedure for gastroscopic dissection of gastric mucosa performed on (B)(6) 2025. During the procedure, the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of the clip unable to be released from the catheter. H11: investigation results: the returned resolution clip was analyzed, and a visual evaluation noted that the device returned without its outer sheath. The device returned with the clip assembly detached and both arms bent. The device has evidence of premature deployment (yoke is attached to the control wire). Microscopic inspection was performed and there was evidence of premature deployment. No other problems with the device were noted. The reported events of clip unable to release from catheter was not confirmed. Upon analysis, the device returned with the clip assembly detached but with the yoke still attached and with evidence of premature deployment. Most likely due to operational factors during the procedure, such as attempting to open the clip once it is already activated, the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. Therefore, the most probable root cause of this complaint is adverse event related to procedure.